Event description:
It was reported that the patient passed away. The cause of death was not provided by customer. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Due to patient privacy laws, the managing hospital would not communicate any additional information. Device history records for the power module were reviewed and showed no deviations from manufacturing or qa specifications. The power module was shipped to the customer on 17may2023. The inspection data for the sealed lead acid battery (serial number: (B)(6) were reviewed and revealed that the battery passed. The sealed lead acid battery was inspected on 09aug2022 through material. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.